Manufacturer narrative:
Device history records review was completed for moulding blank part# 204.042.999, lot# 7557378. Manufacturing location: (B)(4), manufacturing date: moved to blank storage on dec 27, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Additional device product codes hrs, jds. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product code is hwc. The subject device was not completely removed from the patient; therefore, this device is not considered to have been explanted. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: mar 22, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a revision surgery was performed on (B)(6) 2015 due to pain, two broken screws, and a tendon plate that was ¿pushed up¿. During the revision surgery not all of the hardware could be removed. It is not known which devices could not be removed during this procedure and why. This report addresses inability to remove the two broken screws during the (B)(6) 2016 revision surgery. Please see related complaints (B)(4) which address and report additional events related to this patient. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: only one cortex screw was returned for investigation. The investigation has shown that the breakage of the cortex screw occurred in the shaft area between the nineteenth and twentieth thread (counted from the screw head). The screw was received without tip. The residual length is approximately 30 mm. The broken off part was not returned for investigation. The review of the production histories revealed that this cortex screw was manufactured in march 2014 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Based on the topography of the fracture surface, it can be concluded that the implant was subjected to low dynamic bending loads. Constant load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the cortex screw. The implant could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. The provided x-rays were reviewed and the narrative could be confirmed. No definitive root cause was able to be determined; a failure resulting from either a material defect or the manufacturing process can be excluded. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: supplemental medwatch (B)(4) incorrectly reported date received by manufacturer as jan 11, 2016. The correct date is jan 11, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.